Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of "paralysis of ramus mandibularis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® in the mouth corner. Patient experienced "paralysis of ramus mandibularis on the left side that was permanent and still persisted after one year".